Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review was conducted and the reported lot met all release criteria. There was no labeling returned with the sample. The vacuum hose was reconnected to the syringe. The probe was cleaned from the dried blood and installed into an in-house driver with no issues. The driver reset the cannula and syringe to their initial positions and the lights flashed green, indicating that the probe was ready to take a sample. The device was then primed and fired with no issues. The device was then primed and functionally tested. The vacuum hose detached from the syringe. It was noted that the lumen of the stylet was completely occluded with bio-residue. A guide wire was used to clean the stylet lumen, however it could not go through the entire lumen. This indicates that the stylet lumen is occluded. The investigation is confirmed, as the probe was received with the vacuum hose detached from the syringe. The vacuum hose detached from the syringe during functional testing. It is likely that the occluded stylet lumen contributed to the reported issue. However, the definitive root cause could not be determined based upon available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound breast biopsy, on the second sampling the physician could not open the probe chamber to collect the sample. The physician opened and closed the driver lid to reset but the vacuum tubing at the end of the probe disconnected. Another probe was used to complete the procedure. There was no report of patient injury.